Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an endovascular treatment of a 5.7 cm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 31 mm in diameter to 32 mm in diameter along a 10 mm length. It was reported that during the index procedure the physician had implanted the endurant stent graft and ballooned but a proximal type I endoleak was observed. The physician elected to implant aptus endoanchors to treat the endoleak but the aptus endoanchors would not exit the tip of the aptus guide. The physician elected to use another guide, the endoanchors were successfully implanted and the event was resolved. Per the physician the cause of the proximal type I endoleak was due to the short and wide aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.